Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: . A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that customer's staff indicated that touchscreen was not working and the system went into standby. The fse confirmed touchscreen not working. For the system in standby , the fse stated that the system did not go in standby on its own. To correct the issue, the touchscreen was replaced. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during testing, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was not working and the iabp went into standby on its own. There was no patient involvement, and no adverse event reported.